Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a low out of range shock lead impedance measuring cero ohms. Technical services (ts) was consulted and upon review, ts noted that this behavior is consistent with electromagnetic interference and advised on performing a patient initiated interrogation, in which the impedance measurements returned to normal values. No adverse patient effects were reported. This device remains in service.